Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. White powder was observed. The tip of the subject device broke off and fell into the patient. The user retrieved the fragment. The intended procedure was completed. There was no patient injury reported. This is the report regarding the breakage of the tip.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section, consequently the proximal side of the tissue pad was damaged. The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
(B)(4) 2018, olympus medical systems corp. (Omsc) found that the tissue pad severely worn, and the grasping section of the subject device was broken off. This is the report regarding the severely worn tissue pad and the breakage of the grasping section.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc tried to reproduce the early worn of the tissue pad as the video provided from the user, however it was not reproduced. As a result of fracture surface analysis, it was seemed that the breakage of the grasping section was caused by a fatigue breakdown. Crack was observed on the device from x-ray analysis. We checked variations among the parts lot and this event did not depend on the variation among the lot. The exact cause of the reported event could not be conclusively determined. However, based on the condition of the proximal side of the tissue pad, omsc presume that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the contact mark and the crack occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the grasping section was broken off when it was subjected to a load.